Event description:
It was reported that prior to an unk procedure, the device had error code 5: instrument. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Analysis summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis results confirmed that the device was returned with the distal tip of the blade broken off. The returned piece was noted to have scratches. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process.